Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
" Nurse started IV on patient, IV needle would not retract after nurse pushed "button". No harm to patient or rn.